Manufacturer narrative:
H10. H3, h6: the devices, used in treatment, have not been returned for evaluation. Due to this we have been unable to establish a relationship between the device and the reported event or determine a root cause on this occasion. A review of the device history showed that these units passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the devices did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the unit displays the message "full canister" when the canister is new and empty. The canister has been changed several times because the device has already been in alarm several times. No patient harm reported.